Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. According to the robotics coordinator, none of the endowrist curved-tip stapler 30 white reloads that were used during the da vinci-assisted surgical procedure are available for return to isi for evaluation. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017 and it was confirmed there were 8 total fires between the two endowrist curved-tip stapler 30 instruments that were used during the procedure. The stapler instrument with lot s10161020-0013 had three total incomplete clamps (two on the same install), but was eventually able to complete a clamp and fire. There were no errors that would indicate a leak in a staple line. The system logs reveal that both stapler instruments used in this procedure were used in subsequent procedures with no reported issues. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the patient allegedly experienced a staple line leak that required a second surgical procedure for repair. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that approximately two days after completion of a davinci-assisted left lobectomy procedure, the patient experienced bleeding from the staple line. As a result, the patient required another laparoscopic surgery to repair the leak on the staple line. On 08/29/2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the additional following information regarding the reported event: the robotics coordinator confirmed that he was present during the surgical procedure. The robotics coordinator stated that on (B)(6) 2017 during the initial robotic procedure, the endowrist curved-tip stapler 30 instrument was used with a white reload on the segmental artery in the lung with no issues reported. He confirmed that they had a clean staple line on the first fire and that there were no errors generated when the endowrist curved-tip stapler 30 instrument was used on the segmental artery. The robotics coordinator confirmed the surgeon checked for leaks and there was very little air leak. The robotics coordinatorconfirmed that there were a couple of inadequate clamp errors that had occurred during the surgical procedure; however, they were able to have a successful clamp with additional attempts. The robotics coordinator confirmed there was no issue with tissue integrity, tissue tension or any tissue bunching. He stated that the patient had not undergone any radiation treatment. The robotics coordinator confirmed that the planned surgical procedure was completed successfully and there were no reports of any intra-operative complications. A system log review confirmed there were two endowrist curved-tip stapler 30 instruments used during the procedure. The robotics coordinator stated that two days after the robotic procedure the patient was identified to have hemothorax. The robotics coordinator could not quantify the blood loss. The patient was transported to another acute care hospital for a laparoscopic surgical procedure. The root cause of the hemothorax was identified to be a staple line leak on the segmental artery. The robotics coordinator is not sure what was done to repair the leak; however, he confirmed that the staple leak line was repaired and the patient was recovering well with no further reported events. The robotics coordinator stated that the surgeon did not believe there was any malfunction of the curved-tip stapler 30 instrument; however, he did mention that the surgeon stated that he was not sure how the staple line eroded? The robotics coordinator stated that the procedure was not recorded on video. The robotics coordinator confirmed that since the initial robotic procedure was completed successfully with no intra-operative complications, the site had discarded the reloads used. Thus the reloads will be not be returned to isi for any evaluation.